Manufacturer narrative:
Date of event: month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the stimulation will turn off in the middle of the night and "about 4-5 times in the past 10 days the stimulator turns off by itself, I will realize it because I'm having more pain than normal and I will check it and find the stimulation is off". Pt says "I have learned if your sciatic decides it wants to mess with you, this isn't gonna stop it". Pt reports no falls or trauma. Pt says the implant in their body is not lasting as long in between charges. Pt says when they charge the implant it will say it can't find the device and says this started in the last 10 days, and says this happened in the past and their manufacturer representative (rep) had them take battery pack out and told them how to do a controller reset. Pt says the recharger (rtm) is heating up. A replacement rtm was sent to the pt and they were told that if that doesn't resolve the issue to follow up with their healthcare provider (hcp).

Event description:
The patient reported additional information that what led to the stimulation turning off was that the device was set to intermittent pulsing, not steady. They met with a rep at their healthcare provider (hcp) office and they were reprogrammed, and the issue was completely resolved. They also reported that what led to the implant not lasting as long was that it was set to an "improper setting", and the implant not lasting as long has been resolved. It was later confirmed with technical services that if the patient has programming to where there is a pause in pulses (cycling); the stimulation would still be on, and it would not show 'stimulation if off' during these times.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. B3: date is estimated; month and year are valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.